Event description:
Customer reported via phone, the insulin pump was malfunctioning and she was hospitalized three times from february to may. Customer reported he was hospitalized on (B)(6) 2015 for high blood glucose of 690 mg/dl. She was transferred to another hospital. This was the third hospitalization this year. Customers spouse attempted to wake up customer but she was unresponsive. Customer didn't have any insulin for two days due to kinks on the line. Customer wore the device during hospitalization but it was taken off. Customer declined troubleshooting for high glucose levels. Customer was advised to discontinue use of the device and revert to back up plan. Customer is not returning the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-59408.